Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral component catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient was revised due to infection. Articular surface prosthesis was revised. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: initial reporter name and address. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical device: femoral component catalog # 00575001602 lot # 62432793. Stemmed tibial component catalog # 00598003702 lot # 63160437. All poly patella catalog # 00597206529 lot # 63203368.

Event description:
No further event information available at the time of this report.